Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine pulse generator change out. The physician noted an insulation abrasion on the fluoroscopy. All electrical values were normal, the lead was connected to the new device. The patient was not symptomatic and was stable before during and after the procedure. The patient would be monitored.